Manufacturer narrative:
H10: no product samples or videos were returned for evaluation. An image was provided showing a set attached to a bag, however no damage, or leaking was evident from the image. The device history review (DHR) for lot 4739096 was reviewed and no non conformities were found that would have led to the reported complaint. The complaint cannot be confirmed. Additional information in section d10.

Manufacturer narrative:
The device is available is evaluation. It has not been received.

Event description:
The event involved primary plumset that the customer reported leaking paclitaxel around the in-line filter. There was no blood loss or bleed back. The customer stated that one nurse thought it was at the vent that the leak was noted. There is patient involvement, however, no adverse event.